Event description:
Procedure: laparotomy for deep endometriosis. According to the reporter: the customer reports that when the surgeon tried to cut the rectum in order to release the operative piece, the device broke at the connection site stapler/sulu. A covidien stapler was used to resect the broken reload and the tissue in the jaws of the broken sulu. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).